Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting and cleaning the kit and tubing. Following troubleshooting, the customer indicated that she believed that the issue was with the spare parts because she hears what sounds like air leaking from them, even though there is no visible damage to them. Replacement parts were sent to the customer. In follow up with the customer on 10/23/2017, she stated that she did not have time to respond to additional questions, but she was told by her lactation consultant that the pump was inferior to others on the market and not good for oversupply. The customer also stated that the replacement parts were working without issue. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that her freestyle breast pump was experiencing low suction. The customer reported that she developed mastitis, for which she was prescribed an antibiotic. She also stated that this is her third bout of mastitis.